Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer repaired the unit by replacing the data acquisition to motor controller cable. The device is back in service.

Event description:
Customer reported a series of error codes that indicate a spi bus failure: 1007, 1006, 1106, 1107, 110e, 110f. The customer reported that the device was not in clinical use at the time the issue was discovered.